Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that instruments were showing red on the registration screen. The issue was resolved on call. There was a delay of less than 1 hour and no impact on patient outcome. Troubleshooting was performed. It was confirmed that the breakout box was connected, and it was verified that there were green lights by instruments. It was noted that the emitter showed "faulted" in tracking details. The emitter was reconnected, which resolved the issue.

Manufacturer narrative:
Continuation of d10: information references the main component of the system. Other relevant device(s) are: product ID: em intfce 9735825 s8 em instr intfce. A medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.